Event description:
The ge telemetry system (centralized monitoring) did not alarm for an 11 beat run of ventricular tachycardia. The system sometimes does not recognize v-tach, which is a serious concern to us. The person monitoring the patient recognized the event, and reported it to the nurse on the floor caring for the patient. So, the patient was not harmed.